Event description:
It was reported that a spectrum pump failed downstream occlusion test during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1 initial reporter phone no.:(B)(6) the device was received for evaluation. During functional testing, the customer reported ¿failed downstream occlusion test¿ was not reproduced. The device was tested for downstream occlusion on high, low, and medium settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.